Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection found the following: tower enclosure is in good condition. The ground stud fastened to back panel has been removed and is hanging from wiring inside device. Device does not hold water, pours out bottom of enclosure because heater number 2 has been disconnected from fluid reservoir and from pump manifold. Heater number 1 also has a clamp cut at the pump manifold. This caused flooding to the entire bottom half of device, the compressor, ground blocks, fuse holders, aux. Outlet, pump assembly and fan. Heater number 2 has a rip in the heater tape from not being removed carefully. A tell-tale sign is it is ripped right where the enclosure sticks out a bit for the inserts for the back panel screws; the rip lines up with it. The rip would also look differently if it was from use, there would be no "flap" it would be just a tear due to heat. Air detector has been removed from bracket and not secured properly when reattached leaving a gap between it and the tower. The float for the float switch is resting in bottom of reservoir and no sign of the clear plastic retaining ring that holds it on. Return tube is cracked and coming off of elbow. Connector for the power to the printed circuit board (pcb) is not fully seated into port on the pcb. The root cause of the issues was attributed to the device being tampered with and incorrectly reassembled using missing and disconnected parts. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service previously. Due to condition, the devise has been deemed beyond economical repair.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was supposedly taking longer to heat than normal. No patient harm reported. Patient involvement is unknown.